Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 33-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2016, the patient experienced coital bleeding ("post coital bleeding"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), the first episode of urinary incontinence ("urinary incontinence"), menorrhagia ("menorrhagia"), dyspareunia ("dyspareunia"), arthralgia ("joint pain"), fatigue ("fatigue"), bacterial vaginosis ("frequent vaginal infections/ vaginitis/bvkept coming back") with vaginal discharge, malaise ("malaise"), dysuria ("dysuria"), irritability ("always irritated"), anxiety ("always anxious"), impatience ("no patience"), mood altered ("bad mood"), the second episode of urinary incontinence ("trouble holding bladder"), prolonged periods ("period came 1st this month and still on"), abdominal pain upper ("stomach cramps") and genital haemorrhage ("abnormal genital bleeding"). The patient was treated with antibiotics, fluconazole (diflucan), metronidazole (metrogel) and surgery (perineorrhaphy and tvto on (B)(6) 2010 and to remove essure). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, menorrhagia, dyspareunia, arthralgia, fatigue, bacterial vaginosis, malaise, dysuria, coital bleeding, irritability, anxiety, impatience, mood altered, the last episode of urinary incontinence, prolonged periods, abdominal pain upper and genital haemorrhage outcome was unknown. The reporter considered abdominal pain upper, anxiety, arthralgia, bacterial vaginosis, coital bleeding, dyspareunia, dysuria, fatigue, genital haemorrhage, impatience, irritability, malaise, menorrhagia, mood altered, pelvic pain, the first episode of urinary incontinence, prolonged periods and the second episode of urinary incontinence to be related to essure. The reporter commented: discrepancy noted as per pif document essure device not removal. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: results: unremarkable / occlusion in both fallopian tubes. Hysteroscopy - on (B)(6) 2017: results: essure properly placed. Ultrasound scan vagina - in (B)(6) 2017: results: minimal fluid in the endometrial lumen. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-aug-2020: plaintiff fact sheet received : new event abnormal genital bleeding was updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 33-year-old female patient who had essure (batch no. 637223) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2016, the patient experienced coital bleeding ("post coital bleeding"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), the first episode of urinary incontinence ("urinary incontinence"), menorrhagia ("menorrhagia"), dyspareunia ("dyspareunia"), arthralgia ("joint pain"), fatigue ("fatigue"), bacterial vaginosis ("frequent vaginal infections/ vaginitis/bvkept coming back") with vaginal discharge, malaise ("malaise"), dysuria ("dysuria"), irritability ("always irritated"), anxiety ("always anxious"), impatience ("no patience"), mood altered ("bad mood"), the second episode of urinary incontinence ("trouble holding bladder"), prolonged periods ("period came 1st this month and still on"), abdominal pain upper ("stomach cramps") and genital haemorrhage ("abnormal genital bleeding"). The patient was treated with antibiotics, fluconazole (diflucan), metronidazole (metrogel) and surgery (perineorrhaphy and tvto on (B)(6) 2010 and to remove essure). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, menorrhagia, dyspareunia, arthralgia, fatigue, bacterial vaginosis, malaise, dysuria, coital bleeding, irritability, anxiety, impatience, mood altered, the last episode of urinary incontinence, prolonged periods, abdominal pain upper and genital haemorrhage outcome was unknown. The reporter considered abdominal pain upper, anxiety, arthralgia, bacterial vaginosis, coital bleeding, dyspareunia, dysuria, fatigue, genital haemorrhage, impatience, irritability, malaise, menorrhagia, mood altered, pelvic pain, the first episode of urinary incontinence, prolonged periods and the second episode of urinary incontinence to be related to essure. The reporter commented: discrepancy noted as per pif document essure device not removal. Left : 1 coils visible. Right : 4 coils visible. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: results: unremarkable / occlusion in both fallopian tubes. Hysteroscopy - on (B)(6) 2017: results: essure properly placed. Ultrasound scan vagina - in (B)(6) 2017: results: minimal fluid in the endometrial lumen. Lot number: 637223, manufacturing date: 2009-04, and expiration date: 2012-04. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-jul-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 33-year-old female patient who had essure (batch no. 637223) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2016, the patient experienced coital bleeding ("post coital bleeding"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), the first episode of urinary incontinence ("urinary incontinence"), menorrhagia ("menorrhagia"), dyspareunia ("dyspareunia"), arthralgia ("joint pain"), fatigue ("fatigue"), bacterial vaginosis ("frequent vaginal infections/ vaginitis/bvkept coming back") with vaginal discharge, malaise ("malaise"), dysuria ("dysuria"), irritability ("always irritated"), anxiety ("always anxious"), impatience ("no patience"), mood altered ("bad mood"), the second episode of urinary incontinence ("trouble holding bladder"), prolonged periods ("period came 1st this month and still on"), abdominal pain upper ("stomach cramps") and genital haemorrhage ("abnormal genital bleeding"). The patient was treated with antibiotics, fluconazole (diflucan), metronidazole (metrogel) and surgery (perineorrhaphy and tvto on (B)(6) 2010 and to remove essure). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, menorrhagia, dyspareunia, arthralgia, fatigue, bacterial vaginosis, malaise, dysuria, coital bleeding, irritability, anxiety, impatience, mood altered, the last episode of urinary incontinence, prolonged periods, abdominal pain upper and genital haemorrhage outcome was unknown. The reporter considered abdominal pain upper, anxiety, arthralgia, bacterial vaginosis, coital bleeding, dyspareunia, dysuria, fatigue, genital haemorrhage, impatience, irritability, malaise, menorrhagia, mood altered, pelvic pain, the first episode of urinary incontinence, prolonged periods and the second episode of urinary incontinence to be related to essure. No further causality assessment were provided for the product. The reporter commented: discrepancy noted as per pif document essure device not removal. Left : 1 coils visible right : 4 coils visible diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: results: unremarkable / occlusion in both fallopian tubes. Hysteroscopy - on (B)(6) 2017: results: essure properly placed. Ultrasound scan vagina - in (B)(6) 2017: results: minimal fluid in the endometrial lumen. Most recent follow-up information incorporated above includes: on (B)(6) 2021: mr received. Lot number, product indication, rcc and reporter information was added.case became medically confirmed. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 33-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2016, the patient experienced coital bleeding ("post coital bleeding"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), the first episode of urinary incontinence ("urinary incontinence"), menorrhagia ("menorrhagia"), dyspareunia ("dyspareunia"), arthralgia ("joint pain"), fatigue ("fatigue"), bacterial vaginosis ("frequent vaginal infections/ vaginitis/but kept coming back") with vaginal discharge, malaise ("malaise"), dysuria ("dysuria"), irritability ("always irritated"), anxiety ("always anxious"), impatience ("no patience"), mood altered ("bad mood"), the second episode of urinary incontinence ("trouble holding bladder"), prolonged periods ("period came 1st this month and still on") and abdominal pain upper ("stomach cramps"). The patient was treated with antibiotics, fluconazole (diflucan), metronidazole (metrogel) and surgery (perineorrhaphy and tvto on (B)(6) 2010 and to remove essure). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, menorrhagia, dyspareunia, arthralgia, fatigue, bacterial vaginosis, malaise, dysuria, coital bleeding, irritability, anxiety, impatience, mood altered, the last episode of urinary incontinence, prolonged periods and abdominal pain upper outcome was unknown. The reporter considered abdominal pain upper, anxiety, arthralgia, bacterial vaginosis, coital bleeding, dyspareunia, dysuria, fatigue, impatience, irritability, malaise, menorrhagia, mood altered, pelvic pain, the first episode of urinary incontinence, prolonged periods and the second episode of urinary incontinence to be related to essure. No further causality assessment were provided for the product. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: results: unremarkable / occlusion in both fallopian tubes. Hysteroscopy - on (B)(6) 2017: results: essure properly placed. Ultrasound scan vagina - in (B)(6) 2017: results: minimal fluid in the endometrial lumen. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-jun-2020: social media received: event stomach cramps reporter added. Fu 8 and 9 processed together. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2016, the patient experienced coital bleeding ("post coital bleeding"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), the first episode of urinary incontinence ("urinary incontinence"), menorrhagia ("menorrhagia"), dyspareunia ("dyspareunia"), arthralgia ("joint pain"), fatigue ("fatigue"), bacterial vaginosis ("frequent vaginal infections/ vaginitis/bvkept coming back") with vaginal discharge, malaise ("malaise"), dysuria ("dysuria"), irritability ("always irritated"), anxiety ("always anxious"), impatience ("no patience"), mood altered ("bad mood"), the second episode of urinary incontinence ("trouble holding bladder") and prolonged periods ("period came 1st this month and still on"). The patient was treated with antibiotics, fluconazole (diflucan), metronidazole (metrogel) and surgery (perineorrhaphy and tvto on (B)(6) 2010 and to remove essure). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, menorrhagia, dyspareunia, arthralgia, fatigue, bacterial vaginosis, malaise, dysuria, coital bleeding, irritability, anxiety, impatience, mood altered, the last episode of urinary incontinence and prolonged periods outcome was unknown. The reporter considered anxiety, arthralgia, bacterial vaginosis, coital bleeding, dyspareunia, dysuria, fatigue, impatience, irritability, malaise, menorrhagia, mood altered, pelvic pain, the first episode of urinary incontinence, prolonged periods and the second episode of urinary incontinence to be related to essure. No further causality assessment were provided for the product. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: results: unremarkable / occlusion in both fallopian tubes. Hysteroscopy - on (B)(6) 2017: results: essure properly placed. Ultrasound scan vagina - in (B)(6) 2017: results: minimal fluid in the endometrial lumen. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-jun-2020: pfs received. Case became serious incident as removal was done for pelvic pain. Reporter's information added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.